Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from 200 mg/dl to over 400 mg/dl. Reportedly, customer's husband assisted customer with administering a manual injection to address bg. The supplies were changed to address the event.